Event description:
One syringe juvederm volbella placed in 8 locations superficially on upper and lower lip. Five weeks post procedure, pt has developed small bumps in 2 areas of dermal filler injection. Diagnosis or reason for use (indication): vertical line fill.